Event description:
It was reported that the patient's implant site was tender and cerebrospinal fluid leak (csf) was suspected. The physician examined the patient, opened the midline incision site and confirmed that the fluid build-up was a csf leak located laterally to the implanted paddle lead. The physician sutured the csf leak close, confirmed that it had stopped, then closed the midline incision. The patient was admitted to the hospital and placed on bed rest, however, was non-compliant and had been on their feet. The physician had to place a lumbar drain tube and the patient remained in the hospital on bed rest orders. The physician believed that the csf leak was not device related and was due to the removal of the previous non-bsc device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 779348, UDI#: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35161633, UDI#: (B)(4).

Event description:
It was reported that the patient's implant site was tender and cerebrospinal fluid leak (csf) was suspected. The physician examined the patient, opened the midline incision site and confirmed that the fluid build-up was a csf leak located laterally to the implanted paddle lead. The physician sutured the csf leak close, confirmed that it had stopped, then closed the midline incision. The patient was admitted to the hospital and placed on bed rest, however, was non-compliant and had been on their feet. The physician had to place a lumbar drain tube and the patient remained in the hospital on bed rest orders. The physician believed that the csf leak was not device related and was due to the removal of the previous non-bsc device. Additional information received that the patient underwent an explant procedure. Everything got explanted and the facility kept all the devices.

Event description:
It was reported that the patient's implant site was tender and cerebrospinal fluid leak (csf) was suspected. The physician examined the patient, opened the midline incision site and confirmed that the fluid build-up was a csf leak located laterally to the implanted paddle lead. The physician sutured the csf leak close, confirmed that it had stopped, then closed the midline incision. The patient was admitted to the hospital and placed on bed rest, however, was non-compliant and had been on their feet. The physician had to place a lumbar drain tube and the patient remained in the hospital on bed rest orders. The physician believed that the csf leak was not device related and was due to the removal of the previous non-bsc device. Additional information received that the patient underwent a spinal cord stimulation (scs) lead explant procedure. No further information has been obtained.